Event description:
The date of event is unknown. The event timing is unknown. There was no report of patient harm. No known adverse event. Customer reported: poor image quality, foggy screen . Refer to expiration date as complaint notification date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51578) which was submitted. Therefore, MDR (9610877-2022-00427) filed on (B)(6). 2022 is considered a duplicate report.